Event description:
The customer reported that while the iabp was in use on a patient, the iabp shut down. The customer was unable to advise whether or not any audible alarm had been generated at the time of the reported shut down. The patient was stable and the clinicians removed the iab. No patient injury was reported.

Manufacturer narrative:
The device history record for the iabp was reviewed and there were no nonconformance noted. The system fault logs were reviewed for the event in question. There were no indications of a shut down on the date of the event. The iabp was evaluated by a company service representative. He was unable to duplicate the reported failure. As a precautionary measure, the power switch was replaced. The switch was returned to the factory and installed in a test iabp. The reported failure could not be duplicated using the test system. The customer ran the iabp for two days, and elected to return the iabp to use. The customer declined any additional precautionary repairs on the iabp, which is approximately ten years old and is not currently manufactured.